Event description:
Title: long-term outcomes of open midline ventral hernia repair using a narrow well-fxed retrorectus polypropylene mesh. The aim of this study is to present a retrospective chart review of 101 patients who underwent open ventral hernia repair with a narrow well-fixed retrorectus uncoated polypropylene mesh by a single surgeon (gad) between the years of 2010 and 2015. Polypropylene mesh (eth) was used to fixed to the undersurface of the rectus muscle for the length of the abdominal wall, also it was used to place in the retrorectus space. Reported complications: polypropylene mesh (eth), recurrent hernias (n=44), treatment: not reported, chronic abdominal wall pain (n=5), treatment: not reported, wound infection (n=5), treatment: not reported. In conclusion, open well-fixed narrow retrorectus mesh hernia repairs perform well in the long-term without fstulas, extrusions, and hernia recurrence. In addition, utilizing the capabilities provided by cross network electronic health records, show that the open placement of a well-fxed retrorectus uncoated polypropylene mesh, had excellent outcomes free of recurrent hernia formation, extrusion, and fstula formation with an average of 7.68 years postoperatively.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6: component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: hernia. 2024 dec;28(6):2207-2216. Https://doi.org/10.1007/s10029-024-03133-6. Epub 2024 aug 30. Pmid: 39214935.